Event description:
During the pfa procedure, the sheath aspirated air when the volt catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.